Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894956 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by cloudy effluent in the drainage bag. On an unknown date, 1.5 weeks prior to this report, the pt was hospitalized for the event and was discharged on the same day. On an unknown date, (reported as this month or last month) the pt began treatment for several weeks with unspecified antibiotics (ip-intraperitoneally, dose and frequency unknown) for the peritonitis. The cause of the peritonitis was unknown. On the same date as this report, antibiotic treatment ended and the patient's pd catheter was removed on an outpatient basis. Dianeal therapies were withdrawn and the pt was switched to in-center hemodialysis for approximately four to six weeks (dates unspecified). At the time of this report, the peritonitis was resolving and the pt was recovering. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.